Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer did not enter the correct transmitter ID into pump. The customer's blood glucose level was 43 mg/dl. Customer addressed low bg by consuming carbohydrates. Reportedly, the pump and the transmitter regained connection after customer entered the transmitter ID correctly.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings.